Event description:
Patient reported right side "bump, edge of the implant may be opened, smaller than the other and think is somehow leaking." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Pain: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Cyst-ndr: not applicable, as the event is not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported, right side "bump, edge of the implant may be opened, smaller than the other. And think is somehow leaking". Device has been explanted.